Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per event description, "the patient's condition improved after received an inhalant. The patient was stable and trained on how to use the pes" and "the doctor stated that the hemoptysis was a risk of the rhc procedure and not caused by a cardiomems device.". A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During a cardiomems implant procedure the patient experienced hemoptysis. The patient's condition improved after received a nebulized medication. According to the physician the patient was stable and did not require any additional hospitalization as a result of the hemoptysis. The physician reports the cause of the hemoptysis to be the non-abbott guidewire.